Event description:
The information received indicated that the patient was admitted with a 70% stenosis in the left renal artery. The lesion was accessed through the femoral artery. The lesion's characteristics were normal. The lesion was pre-dilated. When placing the genesis stent into the renal artery initially the stent was hung up on the side of the aorta. The stent dislodged after inflation of the stent delivery system. The inflation was conducted up to 6 or 8 atm. There was no resistance experienced while passing the stent deployment system through the guiding catheter, and there was no difficulty crossing the lesion. There was no excessive force applied to the device during insertion. Retrieval of the stent was not attempted during the procedure. With re-imaging, the stent was not seen in the aorta and it was thought that the stent was most likely somewhere in the leg. Wire access was lost with no attempt to retrieve the stent. Angiograms/x-rays were done on the lower extremities. The patient did not show any symptom. The patient was discharged the evening of the procedure. The patient returned the following day and the stent was snared out of the aorta safely.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
When placing the 6x24 palmaz genesis stent on opta pro into the renal artery for treatment of a 70% stenosis, initially the stent was hung up on the side of the aorta. The stent dislodged after inflation of the stent delivery system up to 6 or 8 atms. Retrieval of the stent was not attempted during the procedure. With re-imaging, the stent was not seen in the aorta and it was thought that the stent was most likely somewhere in the leg. Wire access was lost with no attempt to retrieve the stent. Angiograms/x-rays were done on the lower extremities. The patient did not show any symptoms. The patient was discharged the evening of the procedure. The patient returned the following day and the stent was snared out of the aorta safely. During the index procedure the lesion was accessed through the femoral artery. The lesion was not pre-dilated. There was no resistance experienced while passing the stent deployment system through the guiding catheter and there was no difficulty crossing the lesion. There was no excessive force applied to the device during insertion. It is not known if it was an ostial lesion and there is no information regarding reference vessel diameter or whether there was good wall apposition after inflation. The exact sequence of events pertaining to the event is not known. It is not known whether the stent was at the intended position when the balloon was inflated or whether the stent was implanted at the intended site and then moved back into the aorta. The delivery system and dislodged stent were not received for analysis. A review of the manufacturing documentation associated with final assembly lot r0607460 and sds assembly lot 0406070089 presented no issues during the manufacturing process that can be related to the reported complaint. Stent crimping process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot. Based on the available reported information, although no conclusion can be made regarding the stent dislodgment after inflation, it is possible that vessel/lesion characteristics and procedural factors contributed to the event. With review of the device history records, there is no indication that the event is related to any manufacturing issues. Therefore, no corrective actions will be taken at this time.